Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, exhibited oversensing of the respiratory rate trend signal resulting in an inappropriate atrial tachy response (atr) episode. The oversensing did not result in pacing inhibition. Additionally, increased pacing impedance measurements were observed. Technical services recommended turning the respiratory rate trend to off. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, exhibited oversensing of the respiratory rate trend signal resulting in an inappropriate atrial tachy response (atr) episode. The oversensing did not result in pacing inhibition. Additionally, increased pacing impedance measurements were observed. Technical services recommended turning the respiratory rate trend to off. No adverse patient effects were reported. Additional information was received detailing that the pacing thresholds have been increasing and loss of capture was observed.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field, h6: device codes, h6: impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, exhibited oversensing of the respiratory rate trend signal resulting in an inappropriate atrial tachy response (atr) episode. The oversensing did not result in pacing inhibition. Additionally, increased pacing impedance measurements were observed. Technical services recommended turning the respiratory rate trend to off. No adverse patient effects were reported. Additional information was received detailing that the pacing thresholds have been increasing and loss of capture was observed. Further information was received that the ra lead was deactivated due to loss of capture (loc). Additionally. Out of range measurements were observed. Technical services (ts) recommended further evaluation of this system. No adverse patient effects were reported. This device system remains in service.